Manufacturer narrative:
Correction to h6 based on additional information received. During visual inspection of the returned device, no visual abnormalities were observed on the delivery system, atrion inflation device and locking luer syringe. During functional testing the delivery system was able to be inflated with returned atrion inflation device and syringe. No abnormalities observed, device was able to inflate as designed. During dimensional testing of the returned device, the delivery system was able to fully inflate, hold for three seconds, and deflate in in less than 20 seconds. The measurements meet the specification and standards. No other abnormalities were observed during inflation or deflation of the balloon. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The following instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the commander delivery system usage: commander delivery system IFU, device preparation manual, and device training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for inflation difficulty was not confirmed based on functional testing of the returned device. Investigation of the device, DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the event. A review of the DHR, complaint history review, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per description 'the system prepped using a locking luer lock syringe instead of a standard luer lock syringe for de-airing... Rep scrubbed in to assist with prep and noticed the syringe for de-airing was a locking luer lock syringe which proved to be challenging to use when de-airing the system, leaving the delivery system with negative pressure'. It was also mentioned that the standard luer locking syringe was better than the locking luer lock syringe to allow for a full negative pull on system for de-airing then returning to neutral. Per training manual the following training instructions are given: close stopcock to inflation device and de-air delivery system with luer lock syringe ensuring no fluid is left in balloon. Air bubbles might be observed in the delivery system when pulling vacuum with the syringe. Check that you have de-aired the delivery system only when at neutral pressure. Leave neutral (zero) pressure in the delivery system after de-airing. As such it is possible that the initial syringe used (locking luer syringe) effected the inflation time, causing a negative pressure in the balloon leading to partial inflation of the balloon with the nominal volume in the atrion syringe. However, a definitive root cause is unable to be determined, available information suggests that procedural factors (improper device handling and preparation techniques) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the commander delivery system was prepped using a locking luer lock syringe instead of a standard luer lock syringe for de-airing. The atrion inflation device was checked for accurate volume, and the system/valve was handed off to the operator. Prior to deployment, the patient's pressures were declining due to pre-existing conditions, and the team had to rush to get the valve in place. The physician took a quick glance at the atrion and thought that it had less than nominal volume. As the patient was hypotensive, it was decided to quickly deploy the valve instead of removing the devices. Upon inflation, the valve only deployed 75%. Post valve deployment, after deflating the balloon, the operator rechecked the atrion and noted that the nominal volume was accurate. The device was adjusted to add (1cc) to the delivery system to post-dilate the valve. This was all done under an extended pacing run. At this time, the patient's pressures were low noting severe aortic insufficiency (ai). After post dilation, the valve appeared to be fully expanded and foreshorten. The patient's pressures were still low with moderate ai. Due to the long pacing run, the patient went into v-tach and had to be shocked x2. The team decided it was best to prepare a new system with +2cc to ensure accuracy of volume and full inflation of the valve. The field clinical specialist (fcs) scrubbed in to assist with prep and noticed that the facility provided a locking luer lock syringe for de-airing the second delivery system. This syringe proved to be challenging to use when de-airing the system, leaving the delivery system with a negative pressure. Post dilatation was performed with only 18cc given full expansion and foreshortening visually noted. The patient recovered well and was left with mild/moderate ai. Upon inspection on the back table, there was no leak or damage noted on the first delivery system, nor on the atrion inflation device. It was not possible to confirm the exact volume used to prep the first delivery system, as the volume was adjusted by the physician. However, it was felt that the issue was related to the use of a locking luer lock syringe to de-air the delivery systems during prep, which created a negative pressure in the system resulting in the device having inadvertently less than nominal volume. The fcs noted that the standard luer lock syringe was better for prepping the device than the locking luer lock syringe, as it allows for a full negative pull on the system for de-airing then returning to neutral.